Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309628, batch#: 3104025. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via email. On 24-may-2024, the physician's office staff contacted regeneron medical information to request a replacement of one eylea hd vial kit. The reporter stated that the vial "had a particle in it". The particle was noticed during withdrawal from the vial. The reporter described the particle as a "little black speck, dot" floating in the solution inside the vial. The operator was able to successfully prepare a dose from a different eylea hd and thus the patient did not miss a dose. The vial and carton have been sequestered and are available for retrieval. No additional information was available at the time of this report item#: 309628, lot: 3104025.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter three photos were provided to our quality team for investigation. One photo is close-up image of an unknown black object. The other two photos each show one loose syringe with one photo shows an unknown spot on a yellow piece of paper next to the syringe, and the other photo is a close-up image shows an unknown dark colored particulate inside the fluid. The size of the particulate cannot be determined from the photo provided. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3104025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.